Manufacturer narrative:
The reported issue was not reproduced during the expertise of the returned programmer; it could be due to an isolated event related to the overload of the basic input output system (bios). However, this hypothesis could not be confirmed with certainty based on available data. In addition, it was discovered that the flat cable which connects the video board to the carrier board was worn out.

Event description:
Reportedly, the programmer takes a long time to interrogate a device and then the screen freezes.

Event description:
Reportedly, the programmer takes a long time to interrogate a device and then the screen freezes.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the programmer takes a long time to interrogate a device and then the screen freezes.